Event description:
The advocate stated that the customer tested his blood glucose using 2 contour meters and an abbott meter. The meter in question gave a reading of 587 mg/dl while the other meters read 87 and 112 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer used the last test strip when he received the reading of 587 mg/dl, so no product will be returned for evaluation.